Event description:
It was reported that during a lar procedure, on the 6th firing, clips dropped out of the jaw. There was no adverse consequence to the patient.

Manufacturer narrative:
Date sent: 7/6/2007. The analysis results found that the instrument was returned with the jaws over twisted. The instrument was cycled and ejected the remaining clips due to the condition of the jaws. The instrument locked out as intended. A corrective and preventative action has been initiated to address the root cause of the finding. The batch history records were reviewed with no anomalies noted during the manufacturing process. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted.